Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site. Physician brought the patient into the or and explanted the entire inspire system. Patient will remain on the previously prescribed course of antibiotics postoperatively.